Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the mca m1 occlusion case, the physician used the subject guidewire to bring microcatheter and distal access catheter to the ica. While advancing the tip of the subject guide wire got fractured. A snare device was used to remove the broken tip from the patient¿s anatomy. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Event description:
It was reported that during the mca m1 occlusion case, the physician used the subject guidewire to bring microcatheter and distal access catheter to the ica. While advancing the tip of the subject guide wire got fractured. A snare device was used to remove the broken tip from the patient¿s anatomy. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
The device history record (DHR) confirms that the device met all material, assembly and performance specifications. During the visual inspection, the guidewire was found broken in 9.3cm on the distal segment and 189.8.5cm on the proximal segment. An attempt appeared to have been made to shape the tip of the guidewire. The guidewire was found kink/bent on 43cm from the proximal end, the nitinol tubing was found broken/fractured on the proximal segment at 177cm from the proximal end with the core wire exposed but not broken. Also, the distal segment at 0.5cm and 1cm from the distal tip was noted to be broken/fractured. In the broken proximal segment 189.8cm the core wire an platinum wire were also broken. In the distal segment 9.3cm the nitinol tubing was found broken with the core wire severely twisted and broken. The hydrophilic coating was hydrated and on inspection no anomaly was noted and the core wire distal end was observed through the distal tip dome. The guidewire ptfe coating was inspected and no anomaly was noted. A functional test could not be performed as the device was damaged. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared for use as per the directions for use, the dispenser hoop was flushed before removing the guidewire, there was no any resistance encountered removing the guidewire from the dispenser hoop, the guidewire tip was not shaped, continuous flush was set up and maintained throughout the clinical procedure, there were no other difficulties encountered during the usage of the device that could have contributed to the issue and the patients anatomy was not tortuous. A microcatheter device was used in the procedure in conjunction with the subject device. The guidewire broke at the distal section. There was no any friction/resistance encountered during the procedure and no force was used to overcome resistance. The fracture occurred suddenly during the case and a goose neck snare device was used to extract the broken tip. It¿s unknown how many attempt were made but the removing procedure was not difficult. In the physician¿s opinion, he thought the reason for the issue might be some quality problem with the guidewire. The patient was not on any added medication or treatment due to the reported events. Analysis of the returned device found the guidewire was broken/fractured in 2 segments (9.3cm distal segment and 189.8.5cm proximal segment). It is probable that the device fractured during manipulation of the device inside the patient. An assignable cause of procedural factors will be assigned to the as reported and as analyzed ¿guidewire distal tip broken/fractured during use¿ in addition to the as analyzed ¿guidewire kinked/bent¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.